Event description:
It was reported that the tip of a cartridge had split to break in the middle of implantation when intraocular lens (iol) was implanted into the eye of the patient without any problem. There was no patient injury or health damage after the operation. The injector had been discarded, lens remains implanted. The setting method was that ophthalmovisco surgical device (ovd) was injected from the hydration port, which was the same as usual. There was no incision enlargement, no vitrectomy, no sutures done.

Manufacturer narrative:
If explanted, give date: not applicable as lens remains implanted. Telephone number: (B)(6). The device is not returning for evaluation as it was discarded by the account and lens remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Device evaluation: no complaint product was returned for evaluation. But the customer provided photo of a lens insertion procedure claimed to be a tecnis eyhance monofocal 1-piece iol with simplicity iol, model dib00, the picture was assessed and shows a cartridge partially inserted through the corneal incision; a longitudinal crack parallel to the cartridge tube is observed in the last 3rd of the cartridge and involves the cartridge tip. The potential root cause and clinical impact on the patient cannot be determined from a photo assessment. The complaint issue "dc-cartridge tip cracked/damaged" was identified during product evaluation; however, based on the limited information provided, it is not possible to determine an indication of product malfunction or product deficiency. No nonconformity report, documentation or labeling changes, and escalations are required. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.